Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer adjusted the rails and removed debris from the drawer. Still, the issue persisted due to a bent drawer. Replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, pyxis c, main, drawer 2, became stuck and failed, preventing users from accessing medication for a patient. This incident resulted in a delay in patient care, since the drawer was closed to prevent diversion, which was critical due to the delay in accessing essential medications and there was no patient harm. There were no adverse events or injuries reported based on this event.